Manufacturer narrative:
(B)(4). Device evaluation: the explanted lens was not available for investigation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had decreased visual acuity on the left eye after implant of the intraocular lens (iol). The iol was explanted and replaced with a different model lens of the same diopter in a secondary surgical procedure. A vitrectomy was performed. No other medical or surgical intervention was required. The patient doesn¿t have any contributing medical history. The patient is doing well.